Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode eroded at the sternal and xyphoid incisions. An invasive procedure was performed and it was found an infection had spread to the pocket area. The electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully explanted. No additional adverse patient effects were reported.